Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump was not working properly. The customer's blood glucose was 34 mg/dl. Customer reportedly lost consciousness due to bg level and required assistance from a 3rd party. Customer consumed carbohydrates to address bg level replacement pump was sent to customer to resolve the issue.